Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for upstream occlusion and downstream occlusion with passing result. A review of the event history log revealed multiple occurrences of downstream occlusion and upstream occlusion messages, however test failures cannot be determined through the log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was found to be the force sensor values out of specification. The force sensor requires replacement to address the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was occluded for approximately 10 minutes during patient infusion, without activation of an alarm in the general patient ward department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.